Event description:
It was reported that during use, the pump switched to battery mode on its own. At the time of the malfunction, the pump was plugged in. Pumping continued without any pt complications. The patient was then transferred to another pump.